Event description:
It was reported that during treatment with the intra-aortic balloon pump (iabp), the blood pressure waveform of the intra-aortic balloon (iab) sometimes became strange and jagged.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation, investigation conclusions), h11. Corrected fields: b5, h6 (health effect ¿ clinical code, health effect ¿ impact codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Manufacturer narrative:
Due to character restrictions in block e1 event site city- 281 miyazato, uruma city. UDI is incomplete due to- manufacture date and expiry date not available. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with the intra-aortic balloon pump (iabp), the blood pressure waveform of the intra-aortic balloon (iab) sometimes became strange and jagged. There was no patient harm reported.

Manufacturer narrative:
Corrected fields- d4 ( lot number, expiry date and UDI).

Event description:
Na.